Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. During analysis, high alarm was displayed: air-in-line detected during testing. It was noted that defective air detector was the cause of the reported issue. Service will replace the air detector to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited constant air in line. No patient was involved in this event. No adverse effects were reported.